Event description:
During a treatment procedure for stenosis in a dialysis graft in the subclavian artery, removal difficulties were encountered. The balloon had been inflated to approximately 10 atmospheres four times. Upon deflation, the balloon became stuck inside the sheath. The balloon and the sheath were removed at the same time. The physician inserted another sheath to complete post-procedure activity. No additional manipulation of the vessel was necessary and the procedure was completed successfully. No patient complications or injuries were reported.